Event description:
It was reported via clinical study that angina occurred. The patient was enrolled in the option a study and underwent a pulse field ablation (pfa) procedure using a farawave nav catheter. One day post index procedure the patient experienced angina. The event is ongoing. It was further reported the patient was discharged after the pfa procedure. Two (2) days post index procedure, the patient presented to the hospital with angina. Electrocardiogram showed the patient was in normal sinus rhythm with a heart rate of 60 beats per minute. The patient was discharged and instructed to monitor angina symptoms. Thirty (30) days post index procedure the patient reported to the emergency department with left sided chest pain during minimal exertion. Radiographs identified no focal consolidation within the lungs bilaterally, clear costophrenic angles, no pneumothorax, no pulmonary edema, and the cardiomediastinal silhouette was within normal limits. Transesophageal echocardiogram showed significant stenosis in the coronary arteries. The cardiology department identified the stenosis as worsening of the past medical history of coronary artery disease and left heart catheterization and coronary angiography were performed. Coronary intravascular lithotripsy of two lesion in the left anterior descending artery was performed and diagnostic intravascular ultrasound of additional vessels was completed. The patient was discharged two (2) days post admission to the emergency department. It was further reported that approximately one (1) month post index procedure diagnostic tests identified sinus bradycaradia, low voltage qrs, and t wave abnormality. The t wave abnormality resolved one (1) day after being identified.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. With all the available information, boston scientific (bsc) concludes: device history record review a review was completed of the device history records (DHR) for the farawave catheter upn #m004pf41m411 batch #0037415731. The farawave catheter was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis the farawave catheter was not returned, therefore returned device analysis could not be performed. Labeling review. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The farawave catheter IFU lists pain, discomfort, and arrhythmias as known potential adverse events associated with the use of the device. Risk review. A review of the farawave catheter hazard analysis and risk thresholds was completed and confirmed that the events of angina, arrhythmia and bradycardia were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion . Bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported that following a pulse field ablation procedure using a farawave catheter the patient experienced angina and sinus bradycardia. Angina, arrhythmia, and bradycardia are known potential adverse events associated with the use of the farawave catheter.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This supplemental report is being submitted with an update to sections: b5 describe event or problem. H6 patient codes.

Event description:
It was reported via clinical study that angina occurred. The patient was enrolled in the option a study and underwent a pulse field ablation (pfa) procedure using a farawave nav catheter. One day post index procedure the patient experienced angina. The event is ongoing. It was further reported the patient was discharged after the pfa procedure. Two (2) days post index procedure, the patient presented to the hospital with angina. Electrocardiogram showed the patient was in normal sinus rhythm with a heart rate of 60 beats per minute. The patient was discharged and instructed to monitor angina symptoms. Thirty (30) days post index procedure the patient reported to the emergency department with left sided chest pain during minimal exertion. Radiographs identified no focal consolidation within the lungs bilaterally, clear costophrenic angles, no pneumothorax, no pulmonary edema, and the cardiomediastinal silhouette was within normal limits. Transesophageal echocardiogram showed significant stenosis in the coronary arteries. The cardiology department identified the stenosis as worsening of the past medical history of coronary artery disease and left heart catheterization and coronary angiography were performed. Coronary intravascular lithotripsy of two lesion in the left anterior descending artery was performed and diagnostic intravascular ultrasound of additional vessels was completed. The patient was discharged two (2) days post admission to the emergency department. It was further reported that approximately one (1) month post index procedure diagnostic tests identified sinus bradycaradia, low voltage qrs, and t wave abnormality. The t wave abnormality resolved one (1) day after being identified.

Event description:
It was reported that a patient experienced an angina. The patient underwent a pulse field ablation (pfa) procedure using a farawave nav catheter. One day post index procedure the patient experienced angina. The event is ongoing. No further information was provided.

Manufacturer narrative:
A1 patient identifier: (B)(6). D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported via clinical study that angina occurred. The patient was enrolled in the option a study and underwent a pulse field ablation (pfa) procedure using a farawave nav catheter. One day post index procedure the patient experienced angina. The event is ongoing. It was further reported the patient was discharged after the pfa procedure. Two (2) days post index procedure, the patient presented to the hospital with angina. Electrocardiogram showed the patient was in normal sinus rhythm with a heart rate of 60 beats per minute. The patient was discharged and instructed to monitor angina symptoms. Thirty (30) days post index procedure the patient reported to the emergency department with left sided chest pain during minimal exertion. Radiographs identified no focal consolidation within the lungs bilaterally, clear costophrenic angles, no pneumothorax, no pulmonary edema, and the cardiomediastinal silhouette was within normal limits. Transesophageal echocardiogram showed significant stenosis in the coronary arteries. The cardiology department identified the stenosis as worsening of the past medical history of coronary artery disease and left heart catheterization and coronary angiography were performed. Coronary intravascular lithotripsy of two lesion in the left anterior descending artery was performed and diagnostic intravascular ultrasound of additional vessels was completed. The patient was discharged two (2) days post admission to the emergency department.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This supplemental report is being submitted with an update to sections: b2 outcomes attrib to adv event. B5 describe event or problem. B6 relevant tests/laboratory data. B7 other relevant history. H6 impact codes.